Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had recurring no delivery alarms on the insulin pump. Customer stated that the reservoir is not empty. Customer is disconnected and was asked to deliver 5 units via fill cannula. Insulin does not exit with fixed prime. Customer changed the tube and insulin exits after prime. Customer was advised the pump was working as designed. Customer tried different sets and lots. Insulin is not expired or denatured. Tubing is not bent or kinked. Customer insists on replacing the pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during testing. Inserted a water test reservoir, programed several bolus and primed; the insulin pump delivered properly. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.